Event description:
The initial reporter complained of qc issues for the pct parameter on a cobas 8000 e 801 module. The customer recalibrated and repeated 12 patient samples tested for pct brahms elecsys cobas (pct). The results for 2 patient samples were discrepant. Patient 1 initial result was 0.118 ng/ml. On (B)(6) 2024 the sample was repeated twice with results of 0.569 ng/ml and 0.271 ng/ml. On (B)(6) 2024 the sample was repeated with a result of 0.263 ng/ml. On (B)(6) 2024 patient 2 initial result was 0.354 ng/ml. On (B)(6) 2024 the sample was repeated twice with results of 0.760 ng/ml and 0.439 ng/ml. On (B)(6) 2024 the sample was repeated with a result of 0.454 ng/ml. For both samples, the final repeat results on (B)(6) 2024 were believed to be correct.

Manufacturer narrative:
The e801 module serial number was (B)(6). On 18-apr-2024 the field service engineer (fse) cleaned the water reservoir, cleaned the tubing from the syringe to the reagent probe, cleaned the tubing from the sipper syringe to the sipper probe, performed a pipette air purge, a sipper air purge, a system prime and measuring cell preparation. Qc was acceptable. The issue was not resolved. On 30-apr-2024 the fse replaced the photomultiplier assembly, the sipper probe, and the valve of a sipper syringe. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The pct reagent lot number was 755971 with an expiration date of 31-jul-2025. Calibration signals were higher than expected on 15-apr-2024, 16-apr-2024, and 18-apr-2024; the signals returned to normal later in the day on 18-apr-2024. Qc was out of the acceptable range on 15-apr-2024, 16-apr-2024, 17-apr-2024, and 18-apr-2024. The service actions resolved the issue. As several instrument components were replaced, the specific cause of the event could not be determined.